Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ets45 device was received in good visual condition and with three reloads present. The reloads were received fully fired and with the lockout normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
Patient reported that she received an ha orbital implant about 15 years ago and that her body "rejected" the implant. The implant was removed shortly thereafter. Actual dates of implantation and explantation are unknown.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon was firing off the appendix with a blue reload, waited 20 seconds, and when opening the jaw of the device, the staple line split. Bowel poured into the abdominal cavity; opened another device to perform a cecectomy. The abdominal cavity was suctioned and flushed out. It is unknown if the patient received antibiotics to prevent infection. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.